Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause and/or corrective actions.  Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. For any product information received. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Pfs and medical records received. This complaint is legal. After review of the medical records for MDR reportability, the patient had an asr implants placed on (B)(6) 2009 in his right hip. He went back to the operating room later that same day ((B)(6) 2009) for acetabular spinout and instability. Pinnacle implants were placed during the revision. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other similar reports. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Event description:
Pfs and medical records received. This complaint is legal. After review of the medical records for MDR reportability, the patient had an asr implants placed on (B)(6) 2009 in his right hip. He went back to the operating room later that same day ((B)(6) 2009) for acetabular spinout and instability. Pinnacle implants were placed during the revision.